Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip from one applier came out with angled shape. The clip with the other applier popped up and did not come out normally. Procedure was completed with same like product. Procedure was prolonged three minutes. There was no consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device (b) was received in good visual condition.  In addition, an unformed clip was returned on a separate bag. Upon cycling the device, it was noted to be empty and locked out.  The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. No incident related to the reported event was observed during the batch record review. The analysis results found that the instrument (a) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device for functionality, it ejected the remaining three clips. Finally, it locked out as intended. Please note that an investigation has been initiated to address the potential root cause of the dropping/ejected clips. No incident related to the reported event was observed during the batch record review. Device a additional information: batch # h92d6f; expiration date: 09/2016; manufacturing date: 10/2011.